Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer has confirmed that the overfilling did not happen with bd product, therefore this is not considered to be a reportable malfunction for bd.

Event description:
It was reported that during use with bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling.